Event description:
Patient had a st. Jude 8 french fast cath hemostasis introducer in the right jugular vein. At (B)(6), assessment of this device was deemed to be normal and without complications. D5ns was infusing into one port. The other port was not being used. Around one hour and 15 minutes later, the patient was found in a large pool of blood and it was identified that the ICU medical clear neutral mc-100 microclave had become disconnected. The patient was found to have blood loss. Pre event hemoglobin was 8.3. Fluids, albumin, prbcs and blood pressure support meds provided to stabilize the patient. Dates of use: (B)(6) 2017. Is the product compounded: no. Is the product over-the-counter: no.